Event description:
On (B)(6) 2012 the lay user/patient in the (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings compared to another meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On the afternoon of (B)(6) 2012 the patient obtained the blood glucose reading of 27.0 mmol/l on the reported meter, and a reading of 20.0 mmol/l on another meter within 30 minutes of each other. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient manages her diabetes with insulin taken on a sliding scale. Based on the elevated meter readings, the patient took an increased dose of humulin insulin 12.0 units instead of 10.0 units. She did not experience any symptoms and did not seek any medical attention. Troubleshooting revealed the test strips were in good condition and within opened expiration dating, the meter was programmed for the correct unit of measure, and the patient's testing technique was correct. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms, she denied seeking medical attention, and the action correlated with the meter reading. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Follow-up # 2 (12/11/2012)-device evaluation: the test strips involved with this complaint (lot# 3360172) were not returned to lfs; the patient, however, returned test strips with lot # 3359809. The returned test strips were evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the test strips were evaluated and failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up ((B)(6) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. Unrelated to the primary issue, the battery was not present upon return. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.